Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient has some soreness and itching by the incision site. Additional information was received from the patient. They reported that the patient feels like a wire is sticking out, something sharp and it is causing a lump and maybe an infection. The patient mentioned that the dressing was changed at their doctor's office on wednesday and the itching is better. The patient mentioned that a lead had moved and has been causing some irritation.